Event description:
Patient initially reported to unknown side of non device related events of "having all kinds of health problems" and "hard knots in my arms and a lot of itching and different things and hurting." Patient later reported right side rupture and concern with the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated.  If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  rupture and concern with the product.

Event description:
Healthcare professional reported implant illness, pain kidney issues, allergy and infection.

Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.